Event description:
Initial result for a patient ammonia was <0 umol/l. When repeated, the result was 24 umol/l. The incorrect result was not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepancy.